Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. The pt's blood glucose results were 7.4mmol/l versus 5.6mmol/l meter to lab. Tests were done within 10 mins with a difference of 32%. Pt did not experience any adverse events. No further info has been reported.